Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6)2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to a grade of 1-2. On an unknown date, the patient returned to the hospital and imaging showed one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2024 an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the limited information provided, a cause for the reported slda resulting in mitral valve. Insufficiency/regurgitation cannot be determined. Mitral regurgitation is listed as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.